Event description:
The customer reported that a 100 ml potassium secondary that was supposed to run over an hour infused in 15 minutes. There was no patient harm or medical intervention.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of an overinfusion of potassium could not be confirmed. Physical inspection noted the device to be in good working condition. The mechanism assembly was found to be clean and assembled correctly. A review of the associated pcu event log indicated that the secondary infusion was programmed as reported to infuse 100 ml at 100 ml/hr, and ran for 13 minutes before being turned off. Rate accuracy testing on the pump module found the device to be delivering fluid within specifications. The root cause of the customer¿s report could not be determined. No fault was found with the pump module, and no disposable set was returned for analysis.